Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer replaced and adjusted a probe. The wash station dispense and aspiration were checked. The lamp and cuvettes were replaced. The incubation bath was cleaned. The cuvette blank was within range. The alarm trace showed abnormal aspiration alarms. Quality controls were within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested on a cobas c 503 analytical unit. Results for the following assays were affected: calcium gen.2, cholesterol gen.2, and cholinesterase gen.2. The first sample initially resulted in a calcium value of 0.156 mg/dl. The sample was repeated, resulting in a value of 9.10 mg/dl. The 9.10 mg/dl value was reported outside of the laboratory. The second sample initially resulted in a cholesterol value of 12 mg/dl on (B)(6) 2025. The physician complained because the value did not seem plausible. The sample was repeated, resulting in a value of 175 mg/dl. The third sample initially resulted in a cholinesterase value of 0.115 on (B)(6) 2025 and it repeated as 6.83. No units of measure were provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue is consistent with residues in the incubation bath.